Event description:
Dealer called stating that the vc5310 semi electric bed is allegedly bowing in the middle and the clips that go vertical on the bed are breaking. No injury. RMA (B)(4) has been issued and product is to be returned for an inspection / evaluation.